Manufacturer narrative:
(B)(4). User error contributed to even ( used damaged device).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5+cm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure while prepping the device a first time nurse pulled up on back portion of the device while pinning the from portion of the delivery handle (where blue screw handle portion meets grey handle portion), resulting in a brake of the screw drive shaft portion. The technician did not notify the physician of the incident and the device was loaded on the wire and inserted in the patient. The physician identified the brake after the device was inserted into the patient; however, the physician felt comfortable that the device could be used. The device was used without any injuries to the patient and the case was completed successfully as planned. No clinical sequelae were reported and the patient is doing fine.